Event description:
It was reported that the customer was in the hospital with diabetic ketoacidosis. Customer had received a no delivery alarm on the insulin pump and insulin was not exiting. At the time of this report, customer's blood glucose was 123 mg/dl and sh was unable to perform troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.